Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test, self test, and current measurements due to display anomaly. Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. P-cap or reservoir will not lock properly due to missing retainer. Device received with detached end cap. R&d disposition: for (B)(4), the retainer had damage due to misuse of the pump. The retainer on this pump was entirely smashed inward. The pcap could not be inserted. In addition, the surrounding insulin pump case was severely damaged.

Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test, self test, and current measurements due to display anomaly. Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. P-cap / reservoir will not lock properly due to missing retainer. Device received with detached end cap. R&d disposition (B)(4): for (B)(4), the retainer had damage due to misuse of the insulin pump. The retainer on this insulin pump was entirely smashed inward. The electrical board could not be inserted. In addition, the surrounding insulin pump case was severely damaged.

Manufacturer narrative:
(B)(4). Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test, self test, and current measurements due to display anomaly. Unit received with partially broken retainer ring and missing reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. P-cap / reservoir will not lock properly due to missing retainer. Unit received with detached end cap.

Event description:
Information received by medtronic indicated that bottom of the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.